Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared. It was indicated that the customer chose to not reload a cartridge as the customer did not have enough insulin to go through the load process. The customer stated to be fine and a new cartridge would be loaded to resume insulin delivery.